Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. During procedure, the 14f amulet was unable to deliver 28mm amulet. The lack of transition on sheath and dilator and stickiness of the sheath would not allow physician to reach the desired landing zone to deploy the device. The physician tried to get very stiff sheath to the correct position a tear resulted in the septum. The patient remained stable. The physician will consider a non-abbott device to close the left atrial appendage (laa). There was some delay in the procedure while trying to get amulet sheath to laa to deploy device. The patient remained hemodynamically stable throughout the procedure. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of advancement difficulty through patient anatomy, material too rigid or stiff, and tear in the septum was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported tear in the septum appears to be procedural related to advancement. However, the cause of the reported advancement difficulty and material too rigid or stiff could not be conclusively determined. The reported serious injury/illness/impairment was a result of case-specific circumstances as no intervention was reported. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.